Event description:
It was reported that the bd alaris versasafe extension set experienced disconnection and leaked. This is 2 of 2 related events. The following information was provided by the initial reporter: posted by user, intake on 4/12/2023 12:48:21 am intake note after inserting a piv and flushing through the slip-tip t-connector, it was attached and secured with additional tape at the connection. Approx 5 mins later, blood was noted on the armboard. Upon further assessment, it was determined that the t-connector had migrated out slightly and blood was backflowing out of the catheter. The t-connector was tightened and flushed, however while retaping, it could be seen floating back out of the catheter. At this time, the nnp was at bedside and asked this rn to utilize our regular screw on type of t-connector. The t-connector was changed out and the piv retaped with no further issues of blood leaking out. Had I not been at bedside when this happened, the infant could have lost a lot of blood during the time that would pass before my next piv check 55 mins later. It is a safety issue.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of separation and backflow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 10796814 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4 device manufacture date: unknown.

Event description:
It was reported that the bd alaris versasafe extension set experienced disconnection and leaked. This is 2 of 2 related events. The following information was provided by the initial reporter: posted by user, intake on (B)(6) 2023 12:48:21 am intake note after inserting a piv and flushing through the slip-tip t-connector, it was attached and secured with additional tape at the connection. Approx 5 mins later, blood was noted on the armboard. Upon further assessment, it was determined that the t-connector had migrated out slightly and blood was backflowing out of the catheter. The t-connector was tightened and flushed, however while retaping, it could be seen floating back out of the catheter. At this time, the nnp was at bedside and asked this rn to utilize our regular screw on type of t-connector. The t-connector was changed out and the piv retaped with no further issues of blood leaking out. Had I not been at bedside when this happened, the infant could have lost a lot of blood during the time that would pass before my next piv check 55 mins later. It is a safety issue.